Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It has been reported that the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g has been found experiencing inability to detach during use. The following has been provided by the initial reporter: material no.: 320122, batch no.: 8352786, unknown. It was reported by the consumer that he is unable to remove the hub after attaching the outer cover. Additionally, consumer reports that the needle bends when trying to remove it from the hub. Verbatim: issue: consumer reported he is unable to remove the hub after attaching the outer cover. He puts the green label back on the out cover tightening cover back. He had to grab it by the side cap back grab the part of the pen needle pulling back wards in to the original. He has to remove it completely by his finger. It's been happening for several months. Incident date: unknown. Occurence: unknown. Item#320122. Lot#8352786 expiration 12-31-2023. Issue: unable to remove the outer cover from the hub on the pen in the past. Sample discarded. Item# 320122. Lot# unknown. Incident date: unknown. Occurence: unknown. Consumer uses new pen needle each time of his injection and he firmly attaches the pen needle and visually tests the needle to see if it is straight. He attaches the pen needle straight on to the pen. Consumer also stated with the samples he is sending some of the non patient end might be bent, it was straight during the use, needle only bent after he was trying to make an attempt to remove it from the hub.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8352786, medical device expiration date: 2023-12-31, device manufacture date: 2018-12-18, medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g has been found experiencing inability to detach during use. The following has been provided by the initial reporter: material no.: 320122 batch no.: 8352786, unknown. It was reported by the consumer that he is unable to remove the hub after attaching the outer cover. Additionally, consumer reports that the needle bends when trying to remove it from the hub. Verbatim: issue: consumer reported he is unable to remove the hub after attaching the outer cover. He puts the green label back on the out cover tightening cover back. He had to grab it by the side cap back grab the part of the pen needle pulling back wards in to the original. He has to remove it completely by his finger. It's been happening for several months. Incident date: unknown. Occurence: unknown. Item# 320122. Lot#8352786 expiration 12-31-2023. Issue: unable to remove the outer cover from the hub on the pen in the past. Sample discarded. Item# 320122, lot# unknown, incident date: unknown, occurence: unknown. Consumer uses new pen needle each time of his injection and he firmly attaches the pen needle and visually tests the needle to see if it is straight. He attaches the pen needle straight on to the pen. Consumer also stated with the samples he is sending some of the non patient end might be bent, it was straight during the use, needle only bent after he was trying to make an attempt to remove it from the hub.